Event description:
Separated anchor and suture when package was opened. It was reported by the sales rep in south korea that during an unknown procedure on (B)(6) 2023, it was observed that the anchor and suture on the 5.5 healix advance br 3 suture anchor w/ orthocord device were separated upon opening its package. During in-house engineering evaluation, it was determined that the device showed traces of biological matter on the suture near the anchor, also on the suture card in the device handle. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter is a j&j sales representative. The device manufacture date is currently unavailable. Investigation summary: the customer provided a photo of the complaint device. Upon visual inspection of the photo, the device is shown over a table, the device is not shown in its original package, therefore it is not possible to verify its protection. The device shows traces of biological matter on the suture near the anchor, also on the suture card in the device handle. The anchor is displaced away from the tip of the inserter. A manufacturing record evaluation was performed for the finished device 9l01949 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint cannot be confirmed. The customer is reporting the anchor and suture detached before use, however the device is not shown in its original package in order to verify the device protection, also there are rests of biological matter which indicates that the device was used. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. On visual inspection, the device is shown in its original opened package. The device comes in used condition. The device has rests of biological matter on the suture near the anchor, also on the suture card in the device's handle. No structural anomalies on the shaft. A manufacturing record evaluation was performed for the finished device 101l598 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint cannot be confirmed. The customer is reporting the anchor and suture detached before use, however there are rests of biological matter which indicates that the device was used. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.